Manufacturer narrative:
(B)(4). PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a peripheral arteriogram via the groin access, the micropuncture transitionless access set stretched/unraveled after it was removed. The wire was simultaneously removed with the mpis introducer which unraveled when the device was wiped down using a 4x4 gauze with non heparinized saline solution. This occurred on the sterile table after removal from the patient. According to the initial reporter, a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, complaint history, device history record, documentation, quality control, specifications, and a visual inspection and functional evaluation of the returned device were conducted during the investigation. The inspection of the returned device confirmed the presence of a kink, which was noted at a distance of 2.2 cm from the distal tip of the device. The wire guide measured 54.3 cm in its current state. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed the lot was released meeting all finished goods release criteria. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints. Per the risk assessment, no further action is required.